Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen is not showing anything on it. The customer blood glucose level was 250 mg/dl at the time of event. The customer stated that their insulin pump started giving a loud high-pitched sound coming from the insulin pump. Customer stated that they tried to change the battery, but after about a minute the sound stated again. Customer stated that there was not something nearby that beeps or vibrates. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating current within specifications. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test. No blank display or audio or vibrate anomaly noted.